Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/21/2019. The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the touchscreen and the ventilator passed all testing.

Event description:
It was reported that the ventilator was failing the touchscreen calibration. There was no patient involvement. The event date was not specified; estimate used.